Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with two 270cc mentor smooth round high profile saline breast implants experienced bilateral device migration post procedure. Patient developed inferior descent of both implants, as well as medialization of implants. On (B)(6) 2015, patient underwent bilateral revision breast surgery with capsulorrhaphy inferior, medially and laterally. Both implants were removed and then re-implanted into patient. Per mentor IFU, these devices are for single use only and should not be re-implanted. Therefore, these devices were used off label. This medwatch form is for the right breast prosthesis.